Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: unknown medtronic lead (x2), implant date unknown. If information is provided in the future, a supplemental report will be issued.